Event description:
The pt stated that she was performing a routine check of her infusion tubing before bed and she found that the tubing had separated from the luer lock. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.